Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer investigation results. The device was evaluated where an additional reportable malfunction was noted that due to damage on charged couple device (ccd) unit, an e216(scope communication err) occurs. Based on the results of the investigation and the information provided, it is likely that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated chip (ic) and capacitor, mounted on the electric circuit board had a defect. However, a definitive root cause cannot be determined. A review of the device history record and historical complaints analysis was conducted and found no deviations that could have caused or contributed to the reported issue. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): ¿the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope had poor image and error code 281 occurred. The issue occurred during preparation for use before a therapeutic laparoscopic colectomy procedure. The procedure was completed using a similar device. There were no reports of patient harm.